Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a ruptured bladder during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but the assignable cause has been determined to be the reservoir.